Event description:
It was reported to medtronic neurosurgery the valve was not programmable after the pt had a MRI. The physician had to explant the valve and put a new one in the pt.

Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records was also not possible as a lot number was not provided. All valves are 100% tested at the time of MFR.